Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "rupture and pain implant exchange". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage also observed an opening assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "rupture and pain implant exchange". Healthcare professional later reported "rupture & grade 4 capsular contracture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), g2, h6.

Event description:
Patient reported left side rupture with pain. Healthcare professional confirmed rupture and reported capsular contracture, baker grade IV. The device has been explanted.